Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
Review of repair log (B)(4). Machine turned off during a procedure and will not power on. Fuses were changed and no help.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. Reference (B)(4). Update: 4/10/2018. Investigation: analysis and findings; a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. The complaint condition was confirmed to have been related to loose crimps on the integration unit, p/n 53514, where there were bad crimps resulting in loose connections. The root cause for this complaint condition is being attributed to assembly error. Corrective actions: correction and/or corrective action; the integration unit section of the leep precision system was repaired. Ecn-21656 was executed changing the connections used on several assemblies. It includes a re-training of the crimping process that assemblers follow. It also optimized the size wire that best fit the crimp terminal (p/n 23733). This replaced crimp terminal wl109651. Was the complaint confirmed? Yes.

Event description:
Review of repair log 87993. Machine turned off during a procedure and will not power on. Fuses were changed and no help.